Manufacturer narrative:
A field service engineer was dispatched on (B)(6) 2015. The field service engineer (fse) replaced the pump seal and verified proper operation and updated software to version 5.23. Ran several samples to verify proper operation, no leaks detected. Ran qc(quality control), passed. The g8 analyzer was functioning as intended with all errors cleared. No further action required by fse. The most probable cause of the reported event was the pump unit, failure of plunger seal. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015 a customer reported a leak behind or above the filter with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.